Manufacturer narrative:
(B)(4). An amplatz super stiff guidewire was returned. Visual analysis revealed that the guidewire was unraveled, coil wire was stretched. In addition, the corewire detached from the solder ball and wire was kinked at proximal section. With the available information, boston scientific concludes that the reported amplatz super stiff guidewire corewire detached from the solder ball. Based on the condition of the returned device, engineers determined that the failure modes were caused by the way in which the device was handled (excessively and/or forcefully) during procedure or during interaction with the other devices. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in the uereter in a cystocopy with stent placement procedure on (B)(6) 2021. During preparation, when the physician was withdrawing the guidewire, it unraveled. The procedure was completed with a new amplatz super stiff guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: corewire detached from the solder ball.